Manufacturer narrative:
Additional information/ investigation result will be submitted in a supplemental report.

Event description:
It was reported that a m. Blue(#fx801t) was implanted during a procedure performed on an unknown date. According to the complainant, the valve was believed to be dysfunctioned. The surgeon suspected a failure of the valve. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: bacteseal catheter (not from christoph miethke gmbh & co kg). No visible defects. Permeability test: the test showed that the m.blue is non-permeable. Computer control test: the computer controlled test was not applicable because the detected blockage in "permeability test". Adjustability test: the m.blue was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the gravitational unit of the m.blue was not within the specified tolerance, but the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, slightly deposits were found in m.blue. Results: based on our investigation results, we can identify a "blockage" in the valve. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might be compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
Additional information: gender: female.